Event description:
Customer obtained unexpected negative results when performing the antibody screening assay on the galileo echo. Patient has a known anti-kell. No adverse reactions resulted from the unexpected results.

Manufacturer narrative:
On (B)(4) 2015, a review of the image result files showed that cell 2 of the initial antibody screen exhibited light red cell adherence. Repeat testing resulted as equivocal and was visually positive. Customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.